Manufacturer narrative:
The event of capsular contracture baker grade unknown is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown clarification to : explant has not been confirmed.

Event description:
Physician's assistant reported a shell after recent clinical examination. Side unknown. Surgery scheduled to remove shell, device status unknown.